Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer reports the drive support cap appears normal (slightly indented). Customer was able to complete pump rewind. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.